Event description:
It was reported that during a coronary stent procedure, after treating the lesion with a cutting balloon and stent, the tip of the wire fractured. The physician was attempting to place a second stent and had two wires in the lesion when the tip fracture occurred. The tip of the wire was removed with a snare. Pt status is listed as "stable".